Manufacturer narrative:
Medwatch field d4 expiration date was updated. Investigation of the provided patient sample found a factor interfering with the ruthenium component of the assay. Product labeling for the assay documents this interference: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
There was an allegation of a questionable tsh elecsys e2g result from the cobas e 801 analytical unit. The customer suspected an interference. The initial result was >100 miu/l. The result from an abbot analyzer was 0.04 miu/l. The result after using peg precipitation was 0.284 miu/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample from the patient was requested for investigation.